Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The computer and ssd were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the logs. The system logs captured a crash on the date of the reported issue and before the date of the issue as well. There were 3 application session logs present of the issue date and out of them the first session captured multiple problems in the while handling the new memory data, when the user was in a task the system would hard reboot and the issue would resolve as further sessions did not capture a crash. The software team is suspecting a graphic processing unit (gpu) crash, because the system would freeze. Next the software team reviewed the logs. The stealth application logs captured error with the system call for audio service on 29-may-2024 and before as well. System logs also captured that the pulse audio service daemon which was responsible for system audio failed to initialize at the boot phase. This was observed from the system logs, that the system was booted multiple time in the past times on the date of the issue and out of that 4 times during booting phase the pulse audio service daemon failed to initialize. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a spine procedure. It was reported that preoperatively and during surgery, the software froze more than one time. There was also no audio input sometimes. Troubleshooting included deleting older patient data. The procedure was able to be completed after restarting the system. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, version: 2.0.3, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.